Manufacturer narrative:
(B)(4). Device evaluation: return device analysis revealed the balloon did inflate but lost pressure because of a pinhole, thus, confirming the reported balloon rupture. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction to (common device name) and (PMA/510(k)#).

Event description:
It was reported that during the procedure in the 85-95% stenosed renal artery, pre-dilatation was performed with a trek dilatation catheter. The rx herculink elite was advanced into the patient anatomy without difficulty. During stent deployment, the balloon was inflated to 4 atmospheres (atm) and pressure was lost in the indeflator; a rupture was suspected. The pressure was increased to 8 atm in an attempt to deploy the stent and blood was noted in the indeflator. The physician continued to increase the pressure and the stent was deployed. Resistance was noted during withdrawal of the stent delivery system. Post-dilatation was performed with a viatrac dilatation catheter and the stent was noted to be fully apposed to the vessel wall. There were no adverse patient sequelae; however, a clinically significant delay was reported. No additional information was provided.